Event description:
Essure implanted on the above date that has caused many issues, hair loss, skin changes, extremely heavy menses, vitamin d deficiency, slight anemia during menses and surgery to remove that was unsuccessful but led to the doctor finding my uterus is attached to my abdominal wall and two areas of endometriosis and I will need a hysterectomy that is scheduled for (B)(6) and will require at the very least a one night stay in the hospital.